Event description:
Customer called in to report they were hospitalized due to dka upon arrival customer's last set change was 2 days ago. They had not tried a set change to correct the high bg's before they were hospitalized.